Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was damaged. Reportedly, the infusion set tubing detached from the cartridge and subsequently, the customer smelled insulin coming from the pump. Customer did not confirm if there was a leak in the cartridge. Reportedly, a new cartridge was loaded to address the issue. Customer's blood glucose ranged from 200 to 375 mg/dl.